Manufacturer narrative:
Literature title: emergent open conversion for ruptured arch aneurysm after thoracic endovascular repair in chronic actinic dermatitis" source: jacc: case reports published online: 108379. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: title: emergent open conversion for ruptured arch aneurysm after thoracic endovascular repair in chronic actinic dermatitis authors: sei yasunaga, et al. Source: jacc: case reports, published online: 108379. This is a case study of a 74-year-old man with chronic actinic dermatitis who has been receiving oral corticosteroid therapy for 30 years underwent thoracic endovascular aortic repair (tevar) for a saccular aortic arch aneurysm. Long-term corticosteroid therapy may contribute to aortic wall fragility, progressive proximal aortic dilatation, and sealing failure after tevar. On (B)(6) 2022, the patient underwent endovascular treatment using the gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2023, computed tomography (CT) revealed aneurysmal expansion from 50 to 68 mm associated with a proximal type I endoleak due to stent-graft migration. On (B)(6) 2023, follow-up CT showed further aneurysmal enlargement to 78 mm with rupture. Emergent total arch replacement with a frozen elephant trunk was performed. The patient tolerated the procedure. The patient was discharged home on postoperative day 20.